Event description:
A volume discrepancy was reported. The patient was involved in motor vehicle accident (mva) date unknown. The patient was hit by a dump truck going 55 mph. The patient reported to the health care provider that he had severe bruising around the pump pocket and no longer getting pain relief. On (B)(6) 2012 the patient was taken to surgery for a catheter revision/replacement along with an intra-operative fill of the pump. The pump was interrogated, no pending alarms occurred and it stated only 6.9ml should be in the pump. The health care provider started at the pump pocket, disconnected the pump and again tried to aspirate the catheter and was unable. He then asked the pump be filled on the back table with new morphine 10mg/ml as he started to open the back to assess the catheter at the anchor site. It was reported that 40ml of the drug was pulled out of the reservoir. The catheter was easily removed and a new catheter was placed and tunneled to pump pocket without incident. The hcp implanted a new pump. The patient went to (B)(6) and was admitted for 23 hour observation. It was noted that there were no patient symptoms/injuries related to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: (B)(6) 2012, catheter: model # 8578 sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: (B)(6) 2012. (B)(4), analysis of the pump revealed no anomaly found. Analysis of the 8709 catheter revealed no significant anomaly found. Catheter body dried drug, blood or foreign material occlusion. Analysis of the 8578 catheter revealed catheter sutureless connector (sc) indent down in the sc connector seal along with occlusion, related complaint; meets occlusion non-confomance criteria.

Manufacturer narrative:
(B)(4).